Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/05/2014 with the following findings: the information in the black box for the date of the complaint had been over written due to continued use. The black box had recorded a single loss of prime with non-zero force event. There were no loss of primes during the investigation. The force sensor calibration reading was within specifications. The pump was opened to inspect the force sensor flex and no defects were found.

Manufacturer narrative:
Pump return to animas for evaluation was not required. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (prime issue) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.